Event description:
In early 2009, the patient reported that about 3-4 weeks ago, he used insulin infusion device cartridges that expired 05/2007. He said he believes this caused air to escape around the rubber rings of the cartridge plunger and caused air bubbles. He stated this resulted in elevated blood glucose readings in the high 200's to low 300's mg/dl. He said he treated his readings by bolusing insulin both through his infusion device and by injection. He stated he no longer has the expired cartridges. Patient was advised not to use expired product. The patient did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.